Event description:
It is reported that: the pt's hip implant became infected right after the surgery. He received daily injections of antibiotics for 6 weeks. He had revision surgery in (B)(6) 2012.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Device info has not been provided at this time. Info received from the pt indicated that reported device may be either rejuvenate or abgii. Additional info pertaining to the device reference in this report (including x-rays and medial records) has been requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report.